Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was implanted with the wrong implant. The patient was to receive a left femoral component, but was implanted with the right side implant. The surgeon removed the incorrect implant and the patient was then revised with the correct side. The surgeon requests verification of the packaging and labeling of the device that was incorrectly implanted.